Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the backside of insulin pump and display was cracked. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.